Manufacturer narrative:
The accounts maintenance tried to duplicate the issue and found the bed exit functions as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2013. It is unk if the facility performed any other preventive maintenance on this bed. The account will continue to evaluate the bed but no repair has been made since they cannot duplicate the issue. The bed has been placed back in service per the account. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The account reported that the nursing staff alleged the bed exit was set and a pt exited the bed and went to the restroom and then activated the rooms call bel while in the restroom but the bed exit alarm did not go off when the pt exited the bed. The bed was located in a pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).